Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent revealed distal stent damage. Strut rows 1-3 from the distal end of the stent were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02354. It was reported that stent damage occurred. A 3.50 x 20mm synergy¿ drug-eluting stent was selected to be used for a percutaneous transluminal coronary angioplasty procedure in the calcified right coronary artery. A 145 5-in-6 guidezilla¿ device was delivered to the lesion and a 2.0mm, and a 2.5mm, balloon catheter were used to pre-dilate the lesion. The synergy stent was then advanced for treatment. However, it was unable to cross despite several attempts and it was noted that the stent struts were damaged and crashed. Another 3.50 x 20mm synergy¿ drug-eluting stent was then advanced however, it also did not cross the lesion. The stent was then removed together with the guidezilla and it was noted that the guidezilla had broken into two parts upon removing from the guide catheter. The procedure was stopped and the physician decided to do percutaneous coronary intervention after six weeks. No patient complications were reported and the patient's status was stable.